Event description:
It was reported that during a cardiac ablation procedure using the achieve mapping catheter, the catheter could not be inserted into the balloon during preparation. The catheter was exchanged, and the procedure continued. Shortly after initiating ablation, error message n-034 appeared on the nitron system. The recommended troubleshooting step to check the tank was performed, and it was confirmed to be fully open and properly managed. Both the catheter and cable were exchanged, but the error persisted. Subsequently, error message n-184 was triggered during the case. The team switched to another console to proceed with the procedure. The universal serial bus (usb) stick containing system logs was left at the hospital and was not available for immediate analysis. Technical services later attempted to open the case files from the procedure, but the software shut down each time. Test ablations were performed on the console after the event, and no abnormalities were observed. Phm files from the test ablations were sent for analysis, and technical services confirmed that the console was controlling pressure and flow as expected during testing. No patient symptoms, complications, injury, or extension of hospitalization were reported, and no medical or surgical intervention was needed to prevent permanent impairment. No patient death or serious injury was alleged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229825359 was returned and analyzed. Visual inspection of the loop segment area showed the loop was kinked and ribbed near the electrodes. Visual inspection of the loop segment area showed the loop was torn and damaged near the electrodes 1 and 2. Visual inspection of the pebax segment area showed the pebax tubing was ribbed at approximately 9 inches from the loop distal tip. Visual inspection of the electrodes showed electrode 1 was bent/crushed. The electrodes 1,2,3,4,5,6,7,8 were displaced from its original location. The user may have experienced insertion difficulties due to these issues when introducing the mapping catheter into the balloon catheter. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to the tear and kink observed at the tip/loop of the pebax tubing, the deformed electrode on the loop of the pebax tubing, displaced electrode on the loop of the pebax tubing, and a pinch observed at the tip/loop of the pebax tubing. The device will be retained for a period of 1 year and available for further review. This analysis finding code is being monitored as part of the cardiac ablation solutions data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.